Event description:
Physician reported an extra-capsular rupture, diagnosed by mammogram and a capsular contracture, baker grade unknown. Left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported an extra-capsular rupture and a capsular contracture baker grade unknown. Left side. Device status unknown.

Event description:
Physician confirmed left side baker grade ii for the capsular contracture. Device explanted.

Event description:
Healthcare professional reported an extra-capsular rupture and a capsular contracture baker grade ii against left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: apparently, the unit has an opening on posterior. Red particles in the shell. Device patch with lot number 2197183. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.